Event description:
On (B)(6) 2024, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and nausea. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital presented with no growth in the culture and a wbc count of 812/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was suspected the source of infection may have been touch contamination as it was reported the patient had been disconnecting and reconnecting [from his cycler] to use the bathroom without aseptic technique. The patient was prescribed intraperitoneal ceftazidime at 125 mg/l daily for three weeks. The patient was able to undergo pd therapy (modality and brand of products not reported) for the duration of the admission. The patient was discharged home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while he continues ccpd therapy at home.

Manufacturer narrative:
Correction provided in b7, d4, and h4. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and nausea. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection cannot be determined; however, there was no indication this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures yielded no growth, an initially elevated wbc count with a decrease in symptoms in response to antibiotic therapy provides evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2024, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and nausea. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital presented with no growth in the culture and a wbc count of 812/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was suspected the source of infection may have been touch contamination as it was reported the patient had been disconnecting and reconnecting [from his cycler] to use the bathroom without aseptic technique. The patient was prescribed intraperitoneal ceftazidime at 125 mg/l daily for three weeks. The patient was able to undergo pd therapy (modality and brand of products not reported) for the duration of the admission. The patient was discharged home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while he continues ccpd therapy at home.